Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and she was not taking any concomitant medication. On (B)(6) 2012, the consumer used o.b procomfort super plus, one tampon, twice for menstruation (lot number 1871m3103, expiration date unspecified). On the same day, when she tried to change the first tampon, the string of the tampon got detached which caused the tampon to stuck inside her vagina. She removed the tampon with her fingers. The event happened again when she inserted the second tampon and it stuck inside her vagina for half an hour. She stated that the string broke off when she tried to remove two tampons from the box. She also stated that she had been using the device for few years without any adverse events. The device was not used further. The report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No sample returned, therefore the analyst could not evaluate the alleged defect. Manufacturing and packaging batch record review and all in-process checks were performed with acceptable results. Visual inspection of the retain sample revealed no nonconformance or manufacturing defects. The string was present and met requirements on all samples inspected. The manufacturing issues were reviewed for the lot and no issues were noted that could be related to this complaint. A review of the complaint data found no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. This is an follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2012-00141. The submission for the first product in this case has the manufacturer report number 8022269-2012-00140.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and she was not taking any concomitant medication. On (B)(4) 2012, the consumer used o.b procomfort super plus, one tampon, twice for menstruation (lot number 1871m3103, expiration date unspecified). On the same day, when she tried to change the first tampon, the string of the tampon got detached which caused the tampon to stuck inside her vagina. She removed the tampon with her fingers. The event happened again when she inserted the second tampon and it stuck inside her vagina for half an hour. She stated that the string broke off when she tried to remove two tampons from the box. She also stated that she had been using the device for few years without any adverse events. The device was not used further. The report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2012-00141. The initial submission for the first product in this case had the manufacturer report number 8022269-2012-00140.